Event description:
On december 4, 2007, the lay-user/pt contacted lifescan canada alleging that the one touch ultra meter has a power issue (meter does not turn). The reported issue started on two days earlier. Hence, the pt has been unable to test her blood glucose for the last two days prior to contacting lifescan. The pt reportedly took her usual diabetes medication and ate less than usual during both days. On both days two days prior to original date and the following day at 2am, the pt woke up feeling shaky, sweaty, and eyesight was different (as it is when she is low). She drank 2 ounces of orange juice, felt better, and went back to bed on both incidents. The pt did not test on any other meter at the time of concern. According to the pt, she believes that her symptoms that were suggestive of hypoglycemia could have been prevented if she had a working lfs meter. During troubleshooting, the customer care advocate verified that the pt did not change the battery per the owner's manual, and the meter did not turn on with the power button pressed down and with the test strip inserted into the meter. The pt has had the meter for approx two years and did not change the battery's meter. This complaint is being reported, because the pt claimed she developed symptoms that were suggestive of hypoglycemia after she was unable to test her blood glucose for two days. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.